Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that during a meniscal repair, 3 cinches were used. The first cinch: the first peek implant went in fine but the second would not deploy from the needle. The surgeon went under the meniscus with a biter and cut the suture and pulled out the first peek implant. The second cinch: the first peek implant appeared to go in fine but the second would not deploy from the needle. The first peek implant was left in the patient. The third cinch: both implants deployed but there was slack in the suture. The sutures remained loose but were left in the patient. After the third cinch was used but remained loose, the surgeon decided to leave it and instead debrided the meniscus to complete the procedure.